Event description:
It was reported that during a pancreas procedure, the hinge in the jaw became loose. Therefore the knife couldn't cut all the way to the end. It was impossible to open the jaw while there was still tissue clamped. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Manufacturer narrative:
(B)(4). The device was received with the jaw damaged. The device was connected to the generator and it was recognized. Because the jaw was damaged not all testing was performed with the generator. The condition of the jaw prevented the functionality of the device. The jaw was unable to fully cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement..